Event description:
False negative result (s). I bought 4 of these tests when my son was sick after possibly being exposed to covid. 2 on him and 1 for me all showed negative results. I went to the doctor (the same day as the negative flow flex test) for a send off covid test. Results came back positive. The flow flex at home covid test is not accurate or trustworthy.